Event description:
After removal of the stylet, the tubing snapped off at the adapter.

Manufacturer narrative:
Twelve unused units from the reported lot number 6240029 were received on (B)(4), 2007 and are currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).